Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger is deformed, melted and bent. It was also reported that the charger's metal prongs fell off and no longer able to charge the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.